Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was heating up. It is known that the device was not used in surgery. There were no pt or user injuries reported. It is unk if medical intervention was reported. There was no add'l info provided.